Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Additional observation. Black particles observed on the device. Red particles observed on the device. Red particles observed on the gel. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Continued e.1 email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture discovered via ultrasound and confirmed via MRI. Device has been explanted. This relates to the right side.